Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was giving them large amounts of insulin. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. The customer reported the pump suggested a correction bolus of 54 units that was incorrect. Troubleshooting was not completed. The insulin pump will not be returned for analysis.